Event description:
It was reported to boston scientific corporation that during a pcnl procedure, upon removing the wire from the open ended 5 fr catheter, the amplatz guidewire unraveled. Reportedly, the patient was over age 18. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine." The event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction.

Manufacturer narrative:
Analysis of the returned amplatz guidewire revealed that the distal tip of the device was elongated and unraveled. The coating of the guidewire was peeled along the entire length of the body. Also, the guidewire was fractured at 144.5 cm from the proximal section. The guidewire was curved, and the failure site exhibited tension and compression zones indicating a bending action. The failure site presented several zones with smeared material which can be related with the bending action or post-separation event. Additionally, the failure surface had evidence fatigue striations, indicating that the failure occurred due to a fatigue event, which is related to the manner in which the device is handled during the procedure. Therefore, operational context contributed to this event. The complainant reported that the device was not used past the expiration date. Device component code 430 relates to device problem code 1260 for fracture of device.